Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01127.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein post dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient is further alleging chest pain and unspecified mental health condition(s). Per a report from CT (computed tomography): "there is a [another manufacturer] - type ivc filter in place positioned below the level of the renal veins. The device is tilted approximately ten degrees. The distal anchoring strut from the left anteriorly and posteriorly extends slightly beyond the vessel wall. There is no bending or breaking of the device."